Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. While attempting to treat a lesion in an unk location, the physician was unable to cross with the 3.00x16mm taxus express2 drug eluting stent. When the physician pulled back the stent, it was noticed that the stent struts were flared. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient condition is listed as okay.